Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scorching on base and melted plastic. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scorching on base caused by a power cable sitting on the base not plugged in. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was a large spark from the underneath section of the endoscopy workstations where all the cables were housed and some scorching. The issue was found during sedation - device inside patient for an endoscopic retrograde cholangiopancreatography procedure and it was completed with an olympus back-up device. There were no reports of patient harm.